Event description:
Two events of possible malfunction of the endotool drug dose calculator occurred on the dates stated above at the same hosp. The first incident the endotool sys did not calculate a dose for the pt for almost two days with a blood glucose level of 170. In the second incident a pt did not get a dose calculated or receive a dose of insulin with a blood glucose of 160. The nurse was called and endotool was contacted. The clinical coordinate instructed the nurse to delete the reading in endotool, repeat the glucose and to press the calculate ration button. The pt was then dosed. A 45 minute delay in dosing occurred. No hyper or hypo-glycemia occurred in either pt.

Manufacturer narrative:
Both pts were just started on endotool using the "start from IV insulin" radio button. The rn called endotool when he/she received no dose. I instructed them to delete the reading in endotool, repeat the glucose and then select "endotool to calculate¿" radio button. The nurse did so and put in a bg and received a dose of insulin for the pt.

Manufacturer narrative:
Both pts were just started on endotool using the "start from IV insulin" radio button. The rn called endotool when he/she received no dose. I instructed them to delete the reading in endotool, repeat the glucose and then select "endotool to calculate¿" radio button. The nurse did so and put in a bg and received a dose of insulin for the pt.